Event description:
Procedure type: appendectomy. Patient gender: unknown. According to the reporter: tip of trocar broke into pieces as md was trying to insert a superpubic puncture. All pieces were retrieved. There was no report of unanticipated blood/tissue loss, or extended or time. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).